Event description:
Reported by the pt in e-mail as: "my port has come unstitched from my abdomen and I'm having to go back and have that re-done." Follow up reveals: there is no other info available from the pt after performing due diligence attempting to contact the pt x3.

Manufacturer narrative:
Taper unknown. Displacement is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."